Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as a break in the skin with bleeding. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
Customer alleged they received a pinch from the seat where it had cracked. Minor injury alleged.